Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose level was not impacted. Although confirmation was requested as to whether or not replacement charging supplies resolved the reported charging issue, it was unable to be confirmed.

Manufacturer narrative:
Additional information was received on 6/24/2017 that the pump was unable to be charged properly despite the attempt of multiple usb cables and wall adapters. The customer's blood glucose (bg) level was 300 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.